Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on(B)(6) 2013 at 12:41:12. During night drain cycle three, the patient's ultrafiltration reading was 1451ml, indicating the home patient (hp) drained 1451ml more than their maximum programmed fill volume of 2000ml.no additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause was use error, inappropriate bypass of the drain, not including I-drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.